Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (50 mg/dl). Low bg was due to there not being a continuous glucose monitor session active on the pump therefore the control iq feature did not adjust insulin as expected. Reportedly, the customer consumed carbohydrates to address the low bg.